Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. Review of the device memory revealed a higher than normal current drain condition had been declared. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The allegation made against the device was confirmed through analysis of stored diagnostics but was not able to be duplicated during testing and detailed analysis.

Manufacturer narrative:
Additional detailed analysis of this device confirmed the issue may be related to a partial telemetry/marker symptom trend.

Manufacturer narrative:
This subcutaneous implantable cardioverter defibrillator (s-ICD) has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a bd error after a drop in the battery measurement counts was noted. The battery of the s-ICD appears to be depleting abnormally. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.